Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the rotor bearings were bad. The rotor and bearings were replaced.

Event description:
It was reported that the handpiece overheated during routine testing by manufacturer. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.